Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose dropped and paramedics were contacted. The customer's blood glucose was 18 mg/dl. Customer treated with a b12 shot. The customer had been experiencing low blood glucose for the past seven days. Customer was unconscious when his blood glucose was that low. The paramedics treated customer with sugar. In addition, the customer was having issues with sensor. A bent cannula was noted. The customer's blood glucose was 105 mg/dl. Customer stated the take is not sticking, causing sensor to fall out. The customer was advised to monitor insulin pump and blood glucose.